Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during an impedance test electrode 14 was high. The patient didn't report an issue related to this and they were reprogrammed to avoid the 14th electrode. The patient had acceptable coverage at the end of the visit and the issue was resolved. No symptoms or further complications reported.